Event description:
It was reported that this pacemaker has depleted from 3 years to reaching end of life (eol) as per current checked in a span of 7 months. This pacemaker was explanted, replaced with different model and was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured before the implementation of the UDI regulation, so the complete UDI is unavailable. Applicable us product data has been included in this report.